Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are any photos available? No. What was the date of the procedure? The surgeon was not sure of the dates of procedures. What date did the reaction occur post op? Happened within the first 24-48 hours post op . What is the physicians opinion of the contributing factors to the reaction? Surgeon felt it was dermabond causing a reaction on the superficial layer. Was there any dermabond deficiency noted prior to, during or post operatively? No. Was the site cultured? If so, what bacteria were identified? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No information. Is the patient hypersensitive to pressure sensitive adhesives? No information. Were any patch or sensitivity tests performed? No patch tests performed. Do you have the lot number involved? No. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender ¿ not available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ¿ all the patients were kidney transplant patients; some of the patients may be on immune-suppressants. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. What is patient current condition? No further information available.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any photos available? What was the date of the procedure? What date did the reaction occur post op? What is the physicians opinion of the contributing factors to the reaction? Was there any dermabond deficiency noted prior to, during or post operatively? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?

Event description:
It was reported that a patient underwent an laproscopic cholecystectomy procedure on an unknown date and topical skin adhesive was used to close the trocar ports. The patient returned a couple of days later, with an allergic reaction with skin redness and blistering at the sites where the topical skin adhesive was applied. The doctor treated the patient with topical steroids and topical benadryl. The patient was released. Additional information has been requested.